Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was not confirmed. The water reservoir tank cover and gasket were not included with device. Removed front cover to investigate further. Found liquid crystal display (lcd) display was damaged, crystal leakage, with white standoffs in bottom of case. Installed a new tank cover and test tool (temp check) and powered on unit. Test tool temp display was accurate, indicating the device was heating up. Further investigation revealed a secondary issue due to lcd being damaged with crystal leakage, the user could not read lcd. The root cause of the reported issue was unable to be determined. No further actions are required.

Event description:
It was reported that the device was not heating up. No patient injury was reported.